Manufacturer narrative:
Follow-up #1: date of submission 07/06/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 06/20/2015 with the following findings: a visual inspection of the pump revealed a crack in the battery compartment. There was moisture corrosion observed in the battery compartment. A leak test was performed and battery compartment leak was found. The pump was opened and there was moisture corrosion found inside the pump.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged. In addition, it was noted that there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.